Event description:
It was reported that the handpiece continued to run after the trigger was no longer pressed. The procedure was completed successfully and there was no reported user or patient injury, or any adverse consequences associated with this event.

Manufacturer narrative:
The handpiece was received by the manufacturer and the complaint was confirmed. Internal components were evaluated and a component failure was determined, as the cause of the run-on condition. The component was repaired and the handpiece was returned to the customer.